Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case clip broke causing the pump to fall and pull out the infusion set from the body. There was no reported adverse impact to the customer's blood glucose. The customer inserted a new infusion set and resumed insulin delivery.